Event description:
The patient reported that the pump would not prime. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration, and the force sensor assembly was found to be damaged. (B)(4).